Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was jumping and the event occurred during surgery on (B)(6) 2017. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was not functioning as it should and the damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, screw driver, width plates, and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the control bar was slightly below the master blade and had slight movement up and down. The calibration and motor speed were both within specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included setting the control bar to the correct position and tightening it up. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the control bar was slightly below the master blade and had slight movement up and down. The root cause of the reported event was due to the control bar was slightly below the master blade and had slight movement up and down. It is unknown why the control bar was displaced slightly . The reported event confirmed during inspection of the device and the device was not repaired and returned to the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during surgery the device was jumping. No adverse events have been reported as a result of the malfunction.